Event description:
Customer called to report unexplained high bgs. Troubleshooting was performed. The driver block moved freely across the lead screw in the locked position, and the driver arms were loose.